Event description:
Using 2 separate coaguchek s systems, a capillary blood sample was obtained and applied to test strips activated by the machines, with 2 different lot numbers. The lot number on machine a was 376ae16. The lot number on machine b was 363ac7. Both machines were tested within normal ranges with the electronic quality controls a few hours prior. Also, both lot numbers of test strips were tested with the liquid controls within range upon arrival of original shipment. Both test strips were used, prepared and stored according to roche guidelines. The result at 10:24 from machine a was 6.1. The result from machine b within 3 seconds was 6.6. Even though the results were within the 30% discrepancy margin allowable for the coaguchek per the most recent roche report at the time, the pt was sent to the lab for a confirmation result via venipuncture. The reesult was 4.3 from a blood sample drawn at 10:31.